Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the hydraulic actuator did not work properly and need to be replace. The defective parts were replaced for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvement reported.